Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested review of the presenting electrogram stored by this pacemaker system. Technical services (ts) advised there was a sudden drop in right atrial (ra) amplitude measurements. Ra amplitude measurements are now below the fixed sensing floor resulting in complete loss of sensing. Ts suggested the patient be seen in clinic for an evaluation. This pacemaker remains in service. No adverse patient effects were reported.